Event description:
It was reported by the surgeon that an erosion of the band occurred. The patient had her first fill approximately six weeks ago of 1-2 cc. Can not confirm fill amount as he did not have the patient's chart. The patient experienced vomiting and the band was deflated. The vomiting continued. The patient was brought back a week ago and was endoscope. Mild esophageal dilatation was detected. The patient was hospitalized and was placed on a liquid diet. Further testing was performed and the device had not slipped and was properly positioned. The band was explanted. During the reoperation, the surgeon identified pus around the band buckle indicating early band erosion. Culture was taken and was gram-negative rod and gram-positive toxins. The hooks on the port were not broken, one would not retract when turned the upper dial. One only partially retracted. One retracted all the way. The fascia was cut away from the hook to remove. A port applier was not used to remove the port. The patient is currently doing well.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.